Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However,the device was put through extensive testing without duplicating the report. The battery contacts were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient during cardioversion (age & gender unknown) in supraventricular tachycardia, the device failed to discharge. Complainant indicated that the clinician continued to use the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.